Event description:
Pt was in full arrest with CPR in progress. Cardiopulmonary bypass was attempted. The bypass unit, during the priming procedure, operated properly. During bypass initiation, an attempt was made to confirm flow and then the unit unexpectedly increased rpm's. Bypass unit was immediately turned off by profusionist. Unit was checked by biomed supervisor with the risk mgr and unit was removed from svc. Vendor was notified. Other life saving measures, including CPR, were continued; however, pt was ultimately pronounced deceased.

Event description:
Add'l info rec'd from MFR 5/31/01: product eval was completed on 4/6/2001. No repair was necessary. The bioconsole was calibrated and tested to meet mfg specs and remains in svc at this institution.